Event description:
Patient injects 1.2 units of victoza 1x per day with the corresponding pen. Patient is not able to inject her full injection. She states that during her injection the rx simply stops flowing and she has to replace the pn to finish. She is half way through her box and this has happened 4x thus far. She does not reuse pn and when she removes the pn from her injection site, it is not bent.

Manufacturer narrative:
Analysis of the archival sample was conducted on 2020-08-06 for compliance with the parameters established in product specifications zn-2014/htl- 810.02, rev. 18. During testing, particular attention was paid to needle position on the non-patient end. No deviations such as bent needles, nonaxiality or others which could cause the defect under complaint were observed. No deviations were observed in the archival sample which could cause the defect under complaint - the product meets the requirements of product specifications. On 2020-09-10, sample under complaint was returned for further analysis analysis of the customer sample was conducted on 2020-09-11for compliance with the parameters established in product specifications zn-2014/htl- 810.02, rev. 18. The 16 pen needle from customer were returned, including 4 used. The 3 pen needles are bent on the non-patient end and one pen needle is broken on the non-patient end. The pen needles have been broken and bend from non-patient end when the pen needle is incorrectly assembled onto the injection device. Evidence of improper winding is the characteristic bend of a broken cannula, matching the tip of the threaded pen, and marks on the inside of the hub of the pen needle. The remaining 12 returned pen needle were tested with regard to screwing and unscrewing the pen needles on/off pen injector devices, novopen4, novo nordisk pen injector were used. Each test was successfully completed. A drop of fluid was observed at the end of the needle which confirms correct assembly of the needle on the pen injector and patency of the needle. Disassembly and verification of needles on the non-patient end also did not confirm the defect under complaint. The most likely cause of the defect under complaint is incorrect (non-axial or pushing for "click") of the pen needle on the pen injector device.

Event description:
Patient injects 1.2 units of victoza 1x per day with the corresponding pen. Patient is not able to inject her full injection. She states that during her injection the rx simply stops flowing and she has to replace the pn to finish. She is half way through her box and this has happened 4x thus far. She does not reuse pn and when she removes the pn from her injection site, it is not bent.